Event description:
It was reported that during an unknown procedure, the staples were well formed, but no cutting. Unknown how case was completed. There were no adverse consequences for the patient.

Event description:
Additional information was requested, but to date, no more information has been received. Should additional details be provided, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Anvil_not returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.